Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/29/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed particles/debris on the lens optic. The customer's reported complaint was verified. The debris was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the debris was consistent with a cellulosic material (e.g. Cotton, rayon, lint) and an inorganic species consistent with calcium carbonate. Potential and indirect exposure to calcium carbonate, and cellulose is possible during the manufacturing process; however the manufacturing data confirmed no process deviations that may have lead to visible debris/particle deposition on the iol getting undetected by the manufacturing control process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noticed a white powdery substance on the optic of a zcb00v 15.5 diopter intraocular lens (iol) upon opening the wheel case of the lens. Therefore, the doctor did not use the lens. Reportedly, there was no patient involvement. No additional information was provided.